Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a failed/damaged downstream occlusion (dso) sensor. The dso was holding at a single value. After investigation the results indicated a reportable malfunction due to the dso sensor damage/failure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and dso sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the cassette not properly attaching, and during physical inspection it was found that the downstream occlusion (dso) sensor was failing/damaged. After investigation the results indicated a reportable malfunction due to the dso sensor failure/damage. There was no patient involvement.